Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by reviewing the error log. The customer also told the fse that the tips were falling into the b2 microglobulin (bmg) diluent bottle. The fse inspected the main arm alignments and main arm nozzle for the sample nozzle assembly. The fse found the y axis for the bmg diluent bottle was out of alignment as well as wires and tubing obstructing the main arm z-axis. The fse cleaned and lubricated all main arm components, performed tip discard adjustment and performed a main arm adjustment. The fse also performed a y axis to main arm sample nozzle adjustment for large glass bottles and secured wires and tubes that are located in the main arm z axis path. The fse then validated the analyzer by running tip macro action and quality controls (qc) with results within acceptable range and no errors recurring. No further action required by field service. The aia-2000 analyzer is operating as expected. The aia-2000 analyzer operators manual under appendix 4: error message; states the following: [2061] tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause was due to an alignment issue within the sample nozzle assembly, cause traced to component failure.

Event description:
A customer reported 2061 (2000 only) tip detachment failure by main arm error on the aia-2000 analyzer. Technical support specialist (tss) instructed the customer to reseat the tip tray by pressing on all four corners of the tray, then perform an all-set home action. The customer also confirmed the waste is empty and waste chute if free of obstructions. The error recurred. The customer noticed there were fallen tips near the waste chute, however there are no obstructions. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and human chorionic gonadotropin (hcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.